Event description:
It was reported the ez45 was used during a thoractomy with a wedge resection. The first ez45 would not fire properly and broke. The second ez45 cartridge fell out of the jaws and into the pt. Another ez45 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D6: correction to the catalog # and device returned with no lot ID. Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. Instrument a was returned in good physical condition. Instrument a was cycled, fired, cut, and formed the staples within design specification. Instrument a was disassembled to examine the internal components and no deformations could be identified. Instrument b was returned with a broken pinion gear and a bent knife. No conclusion could be reached as to how this damage occurred. No testing could be performed on b due to the condition of the instrument returned. The cartridge retention feature of both instruments were measured and was found to be within design specification. Each instrument is evaluated during the assembly process to ensure it functions properly.